Event description:
The article, "multicentre experience with novel bidirectional double cuffed inner branches for complex endovascular aortic repair", was reviewed. The article presented a retrospective, multicenter study to report initial outcomes of branched endovascular aortic aneurysm repair (bevar) or fenestrated and branched endovascular aortic aneurysm reconstructions (f/bevar) using at least one bidirectional double cuffed inner branch in the treatment of complex aortic aneurysms in three tertiary aortic centers. Devices included in the study were amplatzer vascular plug ii, viabahn and propaten stents, and cook medical bidirectional double cuffed graft. The article concluded that the results of the use of bidirectional double cuff inner branches are promising, with high technical success and no short term branch related complications in this preliminary experience. This could potentially expand the applicability of branch endografting of complex endovascular aortic repairs, but long term results are still missing. [The primary and corresponding author was márton berczeli, department of clinical sciences malmö, lund university, malmö, sweden, with corresponding email: marton.berczeli@gmail.com] the time frame of the study was from march 2022 and june 2023. A total of 13 patients were included in the study. It was reported 15 bidirectional double cuffed inner branches with 30 cuffs were used, in which 7 cuffs were plugged with an abbott device. The average age was 72 years and the majority gender was male. Comorbidities included chronic obstructive pulmonary disease, chronic renal disease, prior thoracic endovascular aortic repair, and prior abdominal endovascular aortic repair.

Manufacturer narrative:
Summarized patient outcomes/complications of multicentre experience with novel bidirectional double cuffed inner branches for complex endovascular aortic repair were reported in a research article in a subject population with multiple co-morbidities including chronic obstructive pulmonary disease, chronic renal disease, prior thoracic endovascular aortic repair, and prior abdominal endovascular aortic repair. Some of the complications reported were ischemia, hemolysis, renal failure, surgical intervention; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: multicentre experience with novel bidirectional double cuffed inner branches for complex endovascular aortic repair.